Event description:
A hosp reported that 3 x mr290 humidification chambers cracked whilst connected to a high frequency oscillation ventilator. No pt consequence was reported.

Manufacturer narrative:
The complaint device was visually examined. Results: the cracks occurred during use and are most likely due to stresses induced from the high frequency oscillations on the chamber dome. Our records indicate that one other complaint of this nature has been received for this lot number. Conclusions: device failure occurred and is related to the therapy being applied. The occurrence rate for such complaints is very low at 0.0003% worldwide for the last yr. We will continue to monitor and trend such complaints. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future.